Manufacturer narrative:
E.1. Characters limit is exceeded at facility name: (B)(6).

Event description:
It was reported that bd q-syte closed luer access device leaked at a connection. The following information was provided by the initial reporter: during infusion, the separator leaked. 3 tubes were affected.

Manufacturer narrative:
The complaint of a leak was confirmed; however, the root cause could not be determined. Two photos and one q-syte connector from lot 4305855 were provided for investigation. A functional test revealed a column tear in the septum, which allowed fluid to leak. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.